Event description:
It was reported the patient has not used or recharged her ipg in over a year (exact date unknown) the ipg is unable to communicate with the programmer or charger. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in two field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.